Event description:
It was reported that the tip of the inner wire was broken and the instrument was not holding the rod. There were no patient complic ations.

Manufacturer narrative:
(B)(4): rod inserter attachment lever opens normally and securely retains sample rod when closed. Visual examination identified deformation and cracking at the tip of the instrument directly in line with the inserter rod retention jaws. The nature and location of tip cracking is consistent with anticipated wear of the instrument due to repeated cycling of the inserter tip. The rod inserter rod retention collet was found to be deformed, consistent with inappropriate surgical technique. A review of the device history records found no information to indicate a non-conformance to specification.